Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a battery that failed to charge. There was no patient involvement when the issue occurred. No patient or user harm reported. While performing periodic maintenance, the se reported that the battery failed to charge due to the internal battery being deteriorated. The se noted that the lithium-ion battery needed to be replaced. The repair was cancelled, and the device was returned to the customer unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.